Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ syringe scale markings were misaligned. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insulin¿ syringe scale markings were misaligned. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8085621 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200751298] noted for scratched print. There were two (2) notifications [200750991, 200750955] noted for missing zero line. There was one (1) notification [200747224] noted for double print. There was one (1) notification [200746787] noted for missing print based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Investigation summary: customer returned (30) 3/10cc, 8mm, 31g walgreens syringes in open poly bags from lot # 8085621. Customer states that the markings on the syringes are slanted. All returned syringes were tested using the plug gauge and all scale markings placements fall within specifications. A review of the device history record was completed for batch # 8085621 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200751298] noted for scratched print. There were two (2) notifications [200750991, 200750955] noted for missing zero line. There was one (1) notification [200747224] noted for double print. There was one (1) notification [200746787] noted for missing print. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin¿ syringe scale markings were misaligned. No serious injury or medical intervention was reported.